Manufacturer narrative:
The device has been returned for analysis, the evaluation is still in process, once the evaluation and investigation is complete a s upplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that the attempted implant of this mosaic mitral valve was not completed due to irregular patient anatomy and the stent posts seating too high, causing tissue to obstruct the valve. The valve was removed from the patient and another manufacturer's valve was implanted with no adverse patient effects. The valve will be returned for analysis.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the returned device was received in a red, blood-tainted solution in the original product packaging jar, in an explant kit. The valve was discolored, showing evidence of blood contact. The valve was round with no distortion. All leaflets were in a semi-relaxed position, which is a normal finding for this valve as it was processed with the leaflets in a relaxed state. The valve demonstrated complete coaptation on the coaption tester and showed the depth of lunula coaptation at approximately 3.5 to 5mm, exceeding the minimum specification of 2 mm. All leaflets are slightly stiff but flexible. This is expected since the valve went through a decontamination process that includes a high concentrate of tissue fixation and blood contact: both are known to cause stiffness of the tissue. The left and right cusps were intact. Two small cuts were observed on the leaflets which appear to be consistent with a laceration by a sharp instrument such as a scalpel. All commissures were intact. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based upon the received information and analysis findings, this there is no known issue with this device that would have caused or contributed to the reported clinical observation. The incomplete attempted implant was most likely due to the patient's irregular anatomy. No further investigation is required at this time. Medtronic will continue to monitor for future similar events.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.